Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. The device history record review found no issues. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as mdrs# 2134265-2017-10914, 2134265-2017-10915, 2134265-2017-10916, 2134265-2017-10917, 2134265-2017-10918, 2134265-2017-10920, 2134265-2017-10932, 2134265-2017-10933, 2134265-2017-10934. It was reported that patient death occurred. The target lesion was located in the left main (lm) to mid left anterior descending artery (lad). The lm to mid lad were rotablated successfully using a 1.75 rotalink burr, a rotalink advancer, and a 300 cm rotawire per the directions for use (dfu). The lesion was dilated with a 3.0x20mm nc emerge® balloon. A 3.0x20mm synergy¿ stent was introduced but failed to cross the mid lad lesion. The lesion was dilated with a 3.5x20mm nc emerge® balloon and the same 3.0x20mm synergy¿ stent was successfully delivered. A 3.0x24mm synergy¿ stent was deployed in the proximal lad and a 4.0x20mm promus premier¿ stent was deployed in the proximal lad into the lm. A new 3.5x20mm nc emerge® balloon was used to post dilate the stents in the lad and a 4.0x15mm nc emerge® balloon was used to post dilate the promus premier¿ stent in the lm. While the 4.0x15mm nc emerge® balloon was being inflated briefly, the patient complained of chest pain. The physician did a final inflation at the very proximal end of the promus premier¿ stent. As the physician took a cine of the final result, the patient's blood pressure dropped and the patient became non responsive. A medical emergency was called but the patient died.